Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a thoracic aortic dissection. The patient was successfully treated. It was reported that 3 days post index procedure the patient expired. A type a dissection was discovered during autopsy. The physician is not sure what happened and said the patient was fine for over 48 hours. The physician stated that the type a dissection may have been a continuation of the emergent treatment of the type b dissection. No additional clinical sequelae were reported.